Event description:
It was reported that a patient was implanted with an advance urinary incontinence sling device on (B)(6) 2013. After implantation the incontinence status of the patient was reportedly worse. Subsequently on (B)(6) 2014 patient was implanted with an alternative continence device, outcome was reportedly "pending." No further patient complications have been reported.

Manufacturer narrative:
Clarification: mw5057580 indicated the implant date was (B)(6) 2013; however the physician provided the implant date as (B)(6) 2013 as reported on the initial MDR.

Event description:
Additional information received indicated the patient experienced "pain, heaviness in the bladder, urinary retention and incontinence." The patient stated that the "mesh broke" and "eroded in the body". The mesh was explanted and the patient continued to experience pain.